Manufacturer narrative:
The customer contacted a siemens applications specialist (as). Quality control (qc) data was provided and was found to be in range. The customer also stated that qc was in range for co2, na, tbil, ldlp, hdl, and ca. The as reviewed the review limit and found that it was at the customer's requested limit of hold in review below 45. The customer did not perform any troubleshooting on the instrument because they were unaware of the discrepant result for a week. The customer has since performed weekly maintenance. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), carbon dioxide 2 (co2), total bilirubin (tbil), direct high-density lipoprotein cholesterol (hdl), lactate dehydrogenase (ldlp), total protein (tp) and calcium (ca) results were obtained on multiple patient samples on an advia 2400 instrument. The initial results were reported out to the physician(s). The customer found a total protein result that was low and retested sample ID (B)(6) , resulting higher. The customer then tested patient samples that were ran directly before and directly after the discordant tp result. The same samples were retested on an alternate advia 2400 instrument. A corrected report was issued for sample ID (B)(6) and not for the other samples. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium (na), carbon dioxide 2 (co2), total bilirubin (tbil), direct hdl cholesterol (hdl), lactate dehydrogenase (ldlp), total protein (tp) and calcium (cl) results.